Event description:
Diamorphine pump found to be emtpy at morning shift handover. Infusion was changed at 01.00 hrs and should run over 24hrs. Doctor on call notified-unknown outcome and no reported adverse consequences to patient.